Event description:
Initially, the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical records provided by the patient's attorney: (B)(6) 2000 - patient underwent repair of recurrent incisional hernia with a kugel patch. Prior non-bard mesh was identified and remained implanted. (B)(6) - patient underwent repair of recurrent incisional hernia with a composix kugel mesh. Non-bard mesh and kugel patch were divided.

Manufacturer narrative:
Initially, the attorney reported that a single event of the implant of a coimposix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical records provided it is unknown whether the device may have caused or contributed to the reported event. The patient developed a recurrence approximately six months post implant. The operative dictation indicates that the kugel patch was divided, but left in place. The information provided indicates that the patient developed and was treated for a recurrence, which is a known adverse event listed in the IFU. Additionally, the mesh remains implanted. With the currently available information, no conclusion can be drawn. If additional information is provided, a supplemental report will be submitted. See MDR 1213643-2007-00814 for information related to the composix kugel mesh implanted on (B)(6) 2001.